Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Investigation results: one flexiva 200 laser fiber was returned broken. The fiber measured approximately 315.3 cm from the top of the connector to the break. The break occured within the jacketing and was consistent with a fracture, likely as a result of handling during the setup of the procedure. Examination under magnification revealed that the fiber break occured within the jacketing and the detached portion of the fiber would have included the tip as well as a portion of the fiber body. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber used in a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that a piece of the laser fiber broke off inside the patient. No patient complications were reported. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.